Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump loses between three to seven minutes. The patient stated they compare the time on the pump to a cell phone or clock in the kitchen. This report is being made due to the allegation of the pump losing time issue.

Manufacturer narrative:
(B)(4): there were no alarms related to the complaint in the pump alarm history. The pump was booted to verify screen with the appropriate auditory and vibratory alarms. An "ezprime" operation was performed with no issues. The pump was exercised for 120 hours with no issues with time loss. The reported slow/losing time issue was not duplicated during investigation. The pump was powered off for approximately 10 hours then was powered on. Unrelated to the complaint, the date and time defaulted to factory settings. A review of the black box revealed that the time and defaulted to the factory settings after a reboot on (B)(4) 2012. There were several manual time resets noted after the initial time defaulted. The pump was disassembled and the bt1 was observed to be leaking on the printed circuit board. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.